Event description:
It was reported that during a device upgrade procedure, this implantable cardioverter defibrillator (ICD) and the associated right atrial (ra) lead were found to have high, out-of-range pacing impedance measurements of greater than 3,000 ohms. It was noted the patient was new to this facility and previous device follow up information was not available, so clinicians were not able to determine when the impedance issue had started. Technical services reviewed the available device data and confirmed the impedance values had been out of range for the past year, and also observed noise and oversensing in some inappropriate atrial tachy response (atr) episodes that were stored in 2022. It was recommended to perform x-rays to evaluate the lead integrity. The local sales representative reported that x-rays did not show any lead anomalies, and the ra lead was surgically abandoned and replaced during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure. No additional adverse patient effects were reported. The lead remains in the patient and was not able to be returned for analysis. The explanted ICD was expected to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.